Manufacturer narrative:
The MFR's svc rep contacted the customer. The emergency stop switch was reset, and the sys rebooted. The sys was tested and operates as intended.

Event description:
The customer reported that the 2800 sys battery back up was beeping. No pt injury was reported.